Event description:
Perclose inserted for pre-closing of left femoral artery post endovascular aortic revascularization(evar)..perclose "snagged" in artery at time of deployment and was difficult to remove. (Evar) never performed secondary to dissection, perforation and thrombosis requiring extensive thrombectomy and covered stent placement.what was the original intended procedure?percutaneous aaa treatment.device #1is this a laboratory device or laboratory test?no.